Manufacturer narrative:
The pump passed the self test and displacement test. All buttons functioned properly during testing. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage on the keypad dome switches or keypad assembly however, moisture damage was found on the electronics, vibrate harness assembly, inside the battery tube and on the keypad flex cable/tail. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Unresponsive keypad is not confirmed however, moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the pump had a big crack on the back and keypad was unresponsive, the center and arrow keys were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage and confirmed that the physical damage (crack or scratch) on the pump was not related to the retainer ring and the serialized device was replaced. Troubleshooting was performed for the keypad anomaly and the buttons were responding after troubleshooting. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.